Event description:
The reporter indicated that during cardiac catherization, the patient experienced cardiac arrest due to a shock against a constrast medium and was in a state of cardiopulmonary dysfunction. The patient was defibrillated five times with 300j of shock energy applied from an external defibrillator. The patient recovered after 30 minutes. Then, a pacing failure was observed, and higher ventricular thresholds and lower lead impedance were obtained. When changing the output settings to higher, the intensified follow-up indicator was exhibited.